Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: breast pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed broken device, observed more than three openings, non-penetrating nicks, creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported ¿breast pain¿. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain.

Event description:
Healthcare professional reported ¿breast pain¿. This record is for the left side. Device was explanted and replaced with another manufacturer's device.